Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Meter involved in incident and retain strips were returned and evaluated and performed to specification. No failure detected.

Event description:
Caller reporting high blood glucose readings. Caller did not want to troubleshoot and was highly upset. Stated meter has been reading 400 and the accu-chek is reading 120-135. Stated that our meter is crap and that it will kill people. Got upset with me when verifying address and serial number and didn't want to do it. Controls not used. Sent return label for customer to return meter.